Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was heart failure. The caller stated that the customer had stage 5 renal failure and was on dialysis. The caller also stated that insulin would react differently after kidney failure. The customer had peritonitis. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller did now whether the customer used sensors or not. The caller declined returning the insulin pump for analysis.